Event description:
The customer reported that while running an hiv-I p24 antigen assay, summit sample handler did not pipette sample into well positions a9, b9 and c9 and no error message was generated. A field service engineer was dispatched and was able to reproduce the event. Fse cleaned collets and springs. No death or serious injury was asssociated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00321203.